Manufacturer narrative:
Additional procedure is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Initial evar performed (B)(6) 2006. Follow-up CT detected type 1a and additional stent grafts were implanted to resolve. There may be multiple contributing factors based on the information provided. Intra-op angiogram determined that the complaint device was 5mm below renal arteries with no evidence of migration. A 36mm main body extension was deployed in a 30mm diameter main body. A bare stent was deployed in the left renal before deploying a 36mm renu main body extension. The bare stent was "snorkeled" between the kidney and renu main body extension. The endoleak was resolved after placement of the renu main body extension. The cook sales representative later added that the patient suffered renal failure. It was believed that renal failure was related to use of contrast. The status of the patient is unknown. It is difficult to determine the etiology of the endoleak or discuss the selected treatment with the information provided. Secondary intervention and stenting and placement of the renu device at the left renal artery may have contributed to the reported renal failure. Therefore, the event will be trended as serious harm (occlusion of critical vessels). A design or process induced failure of the complaint device has not been identified at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A type 1 proximal endoleak developed over time and was detected by CT. Scheduled for repair on sept 03. Upon intraop angiogram, device was 5mm below lowest renal. No evidence of migration. Proximal neck measured 30-31mm by ivus. A main body extension was placed just below the renals, and the endoleak still was present upon angiogram. A 5mm x 19mm renal stent was placed in the left renal (lowest) from a brachial approach and landed a renu main body extension around stent over left renal. The endoleak was resolved by angiogram and as evidenced by pressure sensor in aneurysm.